Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was treated with unspecified antibiotic infusion and vancomycin (intraperitoneal) for treatment. Pd therapy was withdrawn. The cause, hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.